Event description:
According to the information received from the implant center, x-ray confirmed a partial displacement of the electrode and positioner outside of the cochlea. The device was explanted.